Manufacturer narrative:
System analysis / service repair: reported issue was confirmed and "found to be the result of a loose connector from q-switch to master control board not properly seated at master control board. Re-seated connector j5 and ran laser for several minutes with no anomalies". The system was tested and verified to be within ams specification.

Event description:
It was reported that the customer received error codes 302.4, 202.11 and 711 indicative of a system malfunction during a procedure, patient on table, under anesthesia. The customer was unable to clear the error that occurred. The case was completed with an alternative surgical procedure to (bi-polar/turp). There was no report of a patient injury.

Manufacturer narrative:
(B)(4). The device was repaired in the field and not returned to the manufacturer.